Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer has an issue with a foam positioning kit. The customer reports the velcro on torso strap is defective. The customer indicated that the torso strap inside the schlein beach chair kit did not function correctly because one side of the hook & loop (velcro) strap did not have the opposing property to make a connection.